Event description:
The baxter technician found the power cord was cut with exposed wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician replaced the power cord to resolve the reported issues. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation although there was no adverse event reported, if the reported malfunction were to recur, it could lead to serious injury or death. Therefore, baxter is reporting this device malfunction.